Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered and is not functional. Reportedly, the customer slipped and fell on top of the pump. The customer's blood glucose was 200 mg/dl. Customer reverted to insulin injections for insulin therapy.